Event description:
The customer contacted physio-control to report that their device would not pickup an ECG trace through its defibrillation electrodes. A backup device was available and was used to continue patient care. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Manufacturer narrative:
Section d4 of supplemental medwatch report 001 indicates: 42301196. Section d4 of supplemental medwatch report 001 should indicate: 40959283.

Event description:
The customer contacted physio-control to report that their device would not pickup an ECG trace through its defibrillation electrodes. A backup device was available and was used to continue patient care. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council.

Event description:
The customer contacted physio-control to report that their device would not pickup an ECG trace through its defibrillation electrodes. A backup device was available and was used to continue patient care. There was no report of patient harm associated with the reported event.